Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Foreign matter and discoloration was observed on the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter prior to use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. Retain samples of the incident lot number were selected from bd inventory and inspected. There was no defects identified on any of the retain samples evaluated as all specifications were met. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As bd had not received any samples and photo from the customer facility for investigation; the customer¿s indicated failure mode for foreign matter was not observed. Retain samples were inspected and no issues were observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 07/19/2017. The actual date received by manufacturer was 07/17/2017.